Event description:
Broken maude report received    (B)(6) 2014- it reported "` during surgery, a laparoscopic liver retractor malfunctioned. The decision was to convert to an open operation to ensure that all pieces of this liver retractor were accounted for. Xrays were taken at the end of the case, read as negative. However, after an MRI in (B)(6) 2014 showed an object. A piece of the retractor was removed from the soft tissue: additional information received from the customer during a phone call on (B)(6) 2014. It was reported that the instrument broke and an x-ray at the end of the procedure came back "negative". The patient underwent an MRI for "abdominal pain" (B)(6) 2014 and that is when the part of the instrument was found and removed from the soft tissue. Per risk management the cause of the abdominal pain was not thought to be from the retained piece of the instrument. It was found "by accident". The patient was reported as doing well. The instrument will not be received and per the risk management, they are not sure where the instrument is at this time. No further information was given.

Manufacturer narrative:
(B)(4). Should the device become available, a follow-up emdr will be submitted.